Event description:
It was reported by the medical professional's office that the patient had passed away due to complications from seizures. Follow up with the mortuary revealed that the vns was left implanted in the patient who was buried. The official cause of death was reported as due to status epilepticus. No additional relevant information has been received to date.